Event description:
The customer reported that their unicel dxi 800 access immunoassay system produced erroneous elevated troponin I (accutni) results within the risk stratification range of the assay for two patients. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample collection device and centrifugation information have not been supplied to date. The qc, system check, and service information have not been supplied to date for this event. Repeat testing of the patients samples re-produced results that were elevated above the normal reference range but were outside of labeled accutni assay precision claims for one patient. The repeat testing of patient two's sample produced lower results within the normal reference range of the assay. A definitive root cause for this event has not been determined to date.

Manufacturer narrative:
This event is related to the event reported in MDR #2122870-2011-06322.